Event description:
It was reported that the access system was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The was positioned in the laa of the patient and the wds was inserted into it. The 30mm closure device was deployed too distal and it was tried to deploy again after a partial recapture. The closure device was deployed too proximal the second time so the physician fully recaptured the device. A new delivery system was unpacked and the 33mm closure device was deployed. It was not ideally positioned. When it was tried to deploy again after a partial recapture the closure device was deployed too proximal. The closure device was fully recaptured. When the closure device was retracted in the sheath, severe resistance was felt and the physician felt that it was due to the access sheath being damaged. The access sheath was removed and replaced with a new access sheath. When the new delivery system was unpacked the 33mm closure device was deployed too proximal and the physician fully recaptured the device. Then, a new delivery system was unpacked and the closure device was deployed. Since the device release criteria was met, the closure device was released and the procedure was completed. There were no patient complications that were reported.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of watchman truseal system with a dilator in the sheath. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection found no damage or defect to the returned device.

Event description:
It was reported that the access system was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The was was positioned in the laa of the patient and the wds was inserted into it. The 30mm closure device was deployed too distal and it was tried to deploy again after a partial recapture. The closure device was deployed too proximal the second time so the physician fully recaptured the device. A new delivery system was unpacked and the 33mm closure device was deployed. It was not ideally positioned. When it was tried to deploy again after a partial recapture the closure device was deployed too proximal. The closure device was fully recaptured. When the closure device was retracted in the sheath, severe resistance was felt and the physician felt that it was due to the access sheath being damaged. The access sheath was removed and replaced with a new access sheath. When the new delivery system was unpacked the 33mm closure device was deployed too proximal and the physician fully recaptured the device. Then, a new delivery system was unpacked and the closure device was deployed. Since the device release criteria was met, the closure device was released and the procedure was completed. There were no patient complications that were reported.